Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 48 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experience gastrointestinal bleeding on (B)(6) 2017. Esophagogastroduodenoscopy (egd) and colonoscopy capsule revealed bleeding in the small bowel. Push enteroscopy revealed no bleeding during a second gi evaluation. The inr was 3.2. The patient was discharged with a lower inr target of 2-2.5, and aspirin was discontinued. There were no alarms reported for this event. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of ventricular assist device (vad) system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.